Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when an error message displayed on the screen and the device did not get to the set temperature, resulting in the procedure being rescheduled after the patient was under general anesthesia. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
(B)(4). The contract manufacturer was not able to confirm the reported event. Based on the IFU and the risk documentation the issue could have been due to an issue with the electrodes or cables being used at the time of the reported event, or poor tissue contact.

Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when an error message displayed on the screen and the device did not get to the set temperature, resulting in the procedure being rescheduled after the patient was under general anesthesia. There were no patient or user injuries and no adverse consequences.